Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's t2 suture could not be tightened when it was being implanted. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The t2 and tip of the needle have been deformed by a grasper or other sharp instrument. The variable depth straw has been trimmed. The needle assembly is bent, bio debris is present. A functional evaluation, using a simulation meniscus, showed that the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's t2 suture could not be tightened when it was being implanted. T1 was successfully removed using tweezers. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.